Manufacturer narrative:
The gehc service representative replaced the alt o2 switch and flowmeter. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a planned maintenance visit, gehc service representative noted the anesthesia machine switched to alternate oxygen (alt o2) mode. The alt o2 flowmeter was not functional in alt o2 mode.

Manufacturer narrative:
The initial MDR was filed 05/01/2018 indicating an erroneous date received by manufacturer as 03/05/2018 which made the submission appear to be late. The correct date should have been 04/20/2018. With this correction, the initial MDR submission was on time.